Manufacturer narrative:
Investigation summary: root cause couldn't be determined due to unavailability of sample information. A complaint history review cannot be performed as no material and batch/lot number was provided. A device history record review cannot be performed as no material and batch/lot number was provided. Based on limited information available after multiple unsuccessful attempts to obtain - unable to assess the applicable risk management documentation.

Event description:
No additional information.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe had foreign matter. The following information was provided by the initial reporter: material: unknown. Batch#: unknown. Verbatim: complaint via email. The complainant said there were 2 instances of the foreign matter where they did not use the vials which was a total of 8 vials. There was 1 instance where they did use the vials which was a total of 4 vials. Complainant said that for each instance they use 4 vials of the product and draw all 4 vials into one syringe. For the 1st instance (4 vials), the foreign matter was not seen until the product was in the bag. The foreign matter was described as floating in the bag. This dose was not used. Size: the size of a piece of fish food. Shape: like a piece of fish food, irregular in shape. Color: light in color like dandruff. Quantity: 1. For the 2nd instance (4 vials), the foreign matter was seen in the syringe before it was put into an IV bag. It did move within the syringe. This dose was not put in a bag and was not used. Size: the size of the base of an ink pen. Shape: concave like a contact lens color: clearish like silicon quantity: 1. In the 3rd instance (4 vials), the foreign matter was seen in the syringe, so the pharmacist had the technician use a filter needle to inject the medication into the bag from the syringe. The complainant said the foreign matter stayed in the syringe and did not transfer into the bag. This dose of the product was administered to a patient. Size: the size of the base of an ink pen. Shape: concave like a contact lens color: clearish like silicon quantity: 1. The complainant said the technician inspected all 12 vials of the product prior to drawing them into the syringe and did not see any foreign matter in any of the 12 vials. All 12 vials had the same lot# and expiration date. The swfi that was used was distributed by hospira and was a 50 ml multi-dose vial. Each vial of swfi is used for other medications as well. The swfi vial was observed prior to use and no foreign matter was seen.